Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1820 biopsy instrument allegedly self-activated and had audible noise. This information was received from one source. The malfunction involved one patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
H10: for the reported malfunction, the device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is unconfirmed for the reported self-activation and audible noise. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10: g4. H11: h2, h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1820 biopsy instrument allegedly self-activated and had audible noise. This information was received from one source. The malfunction involved one patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
Company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1820 biopsy instrument allegedly experienced self-activation and audible noise. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.